Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 stations falls on blue screen. The customer noted bio med issue happened and user attempt to reboot the station, but the station falls on blue screen, then the user reboots the station again for the 2nd time and the station falls on black screen. Thus, user reboot the station again and now for the 3rd time station falls on blue screen. The customer noted they are able to pull out medication for patients from different stations. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempt to reboot the station, but the station falls on blue screen and user temporarily taken medication from different stations. A technical support specialist confirmed field service engineer attend the case and updated the windows were installed successfully and restarted, the database was also bloated (237mb). Performed a db clean to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.